Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during hr monitoring via atrium with a temporary external pacemaker, this hemosphere monitor displayed an incorrect heart rate (hr) of 180 bpm while the bedside monitor showed 90 ppm. Consequently, measurements of sv, edv and rvef were incorrect too. There was no error message or alarm displayed. Changing from atrial to ventricular pacing mode, hr on the hemosphere displayed was correct (90 bpm). Hemosphere software version was 2.1 and it was connected using an analog input cable to the bedside monitor to transfer the hr signal.there was no allegation of incorrect treatment or patient injury. Patient demographics were requested, but were not available. Follow up has started for device return.

Manufacturer narrative:
Upon further review, investigation codes were updated in h6 to better reflect the nature of the finding.

Manufacturer narrative:
Further information was provided. The hemosphere monitor will not be returned to technical service center for evaluation. The issue occurred with only pacing type aai. Edwards sales representative went to the hospital and verified that the hemosphere was working good. The hospital used a phillips cable with this hemosphere, and were connected together via an extra device, which allows to have an additional connector port. The use of the extra device was not supported by the hemosphere IFU, nor by phillips. The analogue output signal from phillips was maximized, as it was suggested in the IFU from the hemosphere. The output signal was able to be taken without the non-supported extra device. Retraining was performed with the customer. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.